Event description:
Medtronic endovenous radiofrequency ablation device malfunctioned during setup/use. The device was plugged into the power device and failed to operate as intended. Troubleshooting was done various times before removing the device from the field and opening a new one that worked.